Manufacturer narrative:
(B)(4). Batch # m5423v. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a hemorrhoidectomy procedure, during the procedure, the stapling did not perform as expected. The circular stapler clipped straight and it made necessary open the patient to revert the surgery. The doctor had to revert the surgery due to the stapler presented defect during shooting. It was necessary revert the surgery. Converted to open to complete the procedure; additional hospitalization. It is unknown if one device will be returned.